Event description:
It was reported that during follow-up in clinic, the patient presented with low sensing and high thresholds on their right ventricular lead. It was later confirmed via fluoroscopy that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2021. There were no patient consequences and the patient was in stable.